Event description:
It was reported that during a low anterior resection procedure, the device failed to apply staples. The procedure was extended by about 4 hours. The procedure was completed manually.